Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal left anterior descending artery. A 2.5 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, the guide wire was pushed further distal when it twisted. To untwist the guide wire, the sds was being removed out of the anatomy when the stent got stuck and dislodged at the connection of the rotating hemostatic valve (rhv) and the guiding catheter. The rhv and guiding catheter were removed together and the dislodged stent was found in the guiding catheter. The procedure was completed successfully with another device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to remove was unable to be replicated in a testing environment due to the stent dislodgement. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent dislodgement or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.